Event description:
As reported: 14f manta bypass tube would not advance through sheath on both devices (related to MDR 3010252479-2022-00290). Both devices took so much force to get it in the sheath that it kinked the device. Got it to go with 3rd device with same lot.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an endovascular procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician was met with resistance; the bypass tube would not advance through the sheath. The physician exerted a lot of force attempting to insert the bypass tube, and while applying force, the device became kinked when met with the resistance. The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device.